Event description:
It was reported by service report that the foot end of the stretcher could not be pumped up from any pedal due to a malfunctioned jack. No pt involvement or adverse consequences were reported.